Event description:
It was reported that, during an internal fixation procedure, when drilling the last hole for a plate, the 2.5 drill bit {} qc 180/155 gold broke. Part of the broken instrument was left inside the patient, flush to the bone and will not be removed. The procedure was completed, without any delay, using the same device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the adverse event was likely caused partially or wholly by the user of the product and a user technique/procedural variance cannot be ruled out as the potential contributing factor to the retained non-implantable foreign body. The current patient status remains unknown; however, the procedure was completed without delay with the same device per report. The patient impact includes the broken instrument with subsequent retained non-implantable foreign body. Although unlikely, foreign body fragment corrosion, migration, and/or local irritation cannot be ruled out with certainty. A transient post-surgical convalescence would be anticipated. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.